Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524 implantable pacing lead: (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient's device had flipped up so it was standing up in pocket. A pocket revision was done and the device remains in use. No patient complications have been reported as a result of this event.